Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the damaged instrument component was a broken grip cable. The one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Additionally, it was found that the grip cable was derailed. The grip close cable is derailed at the distal idler pulley. The cable derailment is likely due to cable losing contact with pulley during the wrist articulation. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure the mega suturecut needle driver instrument was noted to have frayed wires. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.